Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a capacitor charge time exceeded error (code 1007) indicating device replacement was required. The patient was added to the waiting list for the operation. No adverse patient effects were reported. The physician later confirmed the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was not allowed to be returned from iran to the united states.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a capacitor charge time exceeded error (code 1007) indicating device replacement was required. The patient was added to the waiting list for the operation. No adverse patient effects were reported.